Manufacturer narrative:
Per regulation EU: EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was defective. Through follow up it was learned that the lens folded across too wide and the shooter broke open. The iol was implanted but the optic was broken. The iol was then removed and a new lens was implanted. The surgery was completed successfully and the patient is okay. No further information was provided.

Event description:
Through follow up it was learned that complaint (B)(4) was a duplicate to complaint which had been previously reported, (B)(4). Any further information regarding this incident will be reported under complaint (B)(4).

Manufacturer narrative:
Through follow up it was learned that this complaint was a duplicate to complaint (B)(4) which had been previously reported to the FDA under report # 3012236936-2022-01483. Any further information regarding this incident will be reported under 3012236936-2022-01483. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.